Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula tip. Scratches and cracking were observed near the cannula tip fracture. One of the cannula tabs was also fractured. Based on the condition of the returned unit and event description, it is likely that the damaged cannula tip was caused by contact with an instrument, such as the liver retractor, during the procedure. Applied medical is unable to determine the exact root cause of the cannula tab fracture. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: fundophrenicopexie. Event description: during the above-mentioned operation, plastic parts broke off at the distal end of the trocar. This was only discovered when the trocar was removed (an ipom was subsequently performed). The trocar was used as a working trocar. Only 5 and 10 mm instruments were inserted. Among other things, a liver retractor was used. This was also damaged. It was not possible to say when this happened. According to the doctor, there was no strong leverage. After the trocar was removed, the parts were searched for but not found, so the surgeon decided to do a lapartotomy. During the procedure, a piece of plastic was found in the area of the left lobe of the liver and another piece was found in the omentum which was removed. Additional information received from applied medical representative via email on (B)(6) 2021: customer confirmed the lot number is unknown. Intervention: after the trocar was removed, the parts were searched for but not found, so the surgeon decided to do a laparotomy. Patient status: a laparotomy had to be performed.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: fundophrenicopexie. Event description: during the above-mentioned operation, plastic parts broke off at the distal end of the trocar. This was only discovered when the trocar was removed (an ipom was subsequently performed). The trocar was used as a working trocar. Only 5 and 10 mm instruments were inserted. Among other things, a liver retractor was used. This was also damaged. It was not possible to say when this happened. According to the doctor, there was no strong leverage. After the trocar was removed, the parts were searched for but not found, so the surgeon decided to do a lapartotomy. During the procedure, a piece of plastic was found in the area of the left lobe of the liver and another piece was found in the omentum which was removed. Intervention: after the trocar was removed, the parts were searched for but not found, so the surgeon decided to do a laparotomy. Patient status: a laparotomy had to be performed.